Event description:
It was reported that the right ventricular (rv) lead had high impedance that triggered a lead warning and a polarity switch. A fracture was suspected. Additionally, noise was observed via stored rv intracardiac electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5554-53 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. There was apparent noise in ventricular high rate episodes. The ventricular lead pacing impedance high/open and a lead warning occurred on 2014-(B)(6).